Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Additional information was requested and the following was obtained: does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products used in this procedure? The recurrent septal deviation is not a complication from the pds plate but a risk of any septal surgery. There was a septal infection in a 7 yo patient 2 months after placement of pds plate but when we drained the abscess I did not see pds plate remaining. Citation: laryngoscope. 2017; 127. Doi: 10.1002/lary.26592 - [(B)(4)-fuller 2017 (1).pdf].

Event description:
It was reported via journal article: ¿title: polydioxanone plates are safe and effective for l-strut support in functional septorhinoplasty¿. Authors: jennifer c. Fuller, md, patricia a. Levesque, bs, robin w. Lindsay, md. Citation: laryngoscope. 2017; 127. Doi: 10.1002/lary.26592. The objectives of this retrospective analysis of a prospective cohort was to evaluate the safety, efficacy, and result stability of polydioxanone (pds) plate use for l-strut stabilization. A total of 88 patients (45 male and 43 female; age range: 8 to 72 years old) with fracture and/or severe deviation of the l-strut underwent functional septorhinoplasty (fsrp) for nasal airway obstruction (nao) for which the pds plate was used for rigid support and were included in the study. A standard open fsrp approach was used for all cases, but one case, in which a 0.15 mm pds perforated plate was used. In the rest of the cases, a 0.25 mm non-perforated pds plate were used. The plate was typically cut into an l shape measuring 2 to 3.5cm dorsally, 1 to 2 cm caudally, and 1 cm in width. The plates were placed along one side of the septum and sutured into place using pds 5-0 suture. The pds plate was used when a septal fracture violated the 1- to 1.5-cm cartilaginous l-strut and the fracture was not adequately braced with a spreader graft, when there was a persistent concavity or convexity of the dorsal or caudal portion of the l-strut not completely resolved with standard techniques (swinging door, spreader grafts, extended spreader grafts), in patients with persistent deviation of the l-strut after previous septoplasty with limited remaining autologous cartilage for bracing, and in pediatric patients to limit the amount of septal cartilage removed. Reported complications included continued symptomatic nao (n-1) which required revision surgery, a (B)(6)-year-old patient with mild external nasal valve narrowing/collapse and mild internal nasal valve collapse, a (B)(6)-year-old patient with severe right internal nasal valve narrowing which is scheduled for a revision surgery, a (B)(6)-year-old patient with severe right internal nasal valve collapse, and a (B)(6)-year-old patient with moderate dorsal septal deviation, moderate left internal nasal valve narrowing, and severe inferior turbinate hypertrophy. It was concluded that pds plates are safe and effective absorbable material for stabilizing and straightening fractures or severe deviations of the cartilaginous l-strut. There is long-term stability of the clinically and statistically significant improvements in nasal obstruction following functional septorhinoplasty with 0.25-mm pds beyond the time it takes the plate to resorb. The use of pds plates may also decrease the need for rib grafting in patients with l-strut compromise and a history of previous septoplasty, thereby decreasing patient morbidity and surgical time.